Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics assembly and motor home switch. The device also had cracked case window display corners and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's sister reported via phone call that the customer went into the ocean with the insulin pump on and the buttons became unresponsive. She also reported that the device is cracked at the upper left side of the up arrow button and the top right corner above the screen. Customer's blood glucose value was 137 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.